Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented a burnt distal end. This event occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely this event occurred because the high-frequency instrument was used without sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.